Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported unknown side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Device evaluation: visual analysis of the returned device identified: one extended opening and red particles material was found on the shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening sharp. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is a sharp edge opening in the side posterior assessed as unidentified (tear) opening.

Event description:
Health professional reported right side rupture.